Event description:
It was reported that a vns patient experienced ventricular fibrillation when the output current was increased. The output was then programmed back to the original settings and the issue was resolved. It was reported that the patient has never had v-fib before. No additional or relevant information has been received to date.

Event description:
Additional information was received that identified the patient. The physician noted that the diagnostics were done by another provider who did not record ohms or diagnostics. Patient tolerated the subsequent increase in current. The physician indicated that the patient has a history of cardiac events. Cardiac tumor resected age 9 months. Right bbb. Pre-existing medical conditions include tuberous sclerosis, polycystic kidney, intellectual disability. The event did not occur intraop (post-op occurences) the a-fib was seen on single lead EKG monitor which was being used because for bradycardia in the past (past event of bradycardia reported in MFR report # 1644487-2012-02515) patient had no symptoms suggesting arrhythmia. No traumatic events prior to arrhythmia. No triggers prior to arrhythmia ¿ only an increase in vns output current. Medications patient was on ¿ depakote (500mg), zonegram (300 mg), lonezapam. Event did not occur following a medication change. -events on v fib lasted about 10 secs (5-6 times) ¿ did not time intervals ¿ stopping with current reset to previous ma. -event did not occur with device diagnostics. -event did occur with setting changes. -settings prior to event: 0.75/250/30/30/5. Settings during 1.0/250/30/30/3. -ECG single lead monitor was used to diagnosis (report not available). -it was believed that the arrhythmia was related to vns stimulation. Currents were reset as a results and patient sent to ER for cardiac evaluation and observation. No prolonged hospitalization, just ER intervention was taken to preclude serious injury the arrhythmia has not recurred that they are aware of. No additional information has been received to date.